Event description:
MDR ous. Atrial exit block during unipolar pacing. The x-rays taken confirmed suspected lead break. Lead had been implanted for approx. 17 months. There was no report a deterioration in health.

Manufacturer narrative:
MDR ous. No material defects or manufacturing errors could be found in this analysis. The customer returned the product due to a suspected lead breakage, and this could be confirmed in our analysis. During implantation, the lead was caught between the lead connection sleeve, the pacemaker housing, an additional lead and a bone. This position could be documented in the x-ray taken. The dynamic stresses imposed upon the lead during patient movement caused the inner coil to break.